Event description:
It has been reported that a pt was discharged with a urinary catheter connected to a leg bag. Several days later, the pt began complaining of bladder pain and urgency consequently requiring the family to have the pt brought to the ed. The leg bag was disconnected and the foley was allowed to drain. The leg bag had been attached to the catheter upside down with the stopcock drainage port attached to the catheter leaving the catheter clamped shut and unable to drain.

Manufacturer narrative:
The actual device was not returned for eval. The device history record could not be reviewed because, the lot number was not provided. Based upon the reported event, there was no problem with the device. The event occurred as a result of user-error by the end-user and not as a result of the user facility. The leg bag was improperly connected to the foley by the end-user, which prohibited the catheter from draining. (B)(4).